Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be included in the final report.

Event description:
It was reported that the patient experienced a elective replacement indicator (eri) message. A field representative confirmed the ipg battery is low. The patient may undergo surgical intervention.

Manufacturer narrative:
An elective replacement indicator message was reported to abbott. The device was not returned for analysis; however, logs and/or assessment report were assessed and indicate that the battery voltage level of the device is within specifications to trigger the eri indicator. Based on the information received, the cause of the reported incident is consistent with the battery nearing end of life.

Event description:
It was reported that the patient underwent surgical intervention where the ipg was explanted and replaced. Effective therapy was restored postoperatively.